Manufacturer narrative:
An event of back pain and shortness of breath was reported. Field indicated occluder was completely dislodged from the implant site and was in the aorta. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It was believed by the field that the potential cause of embolization was a sizing error.

Event description:
It was reported that on (B)(6) 2022, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was successfully implanted. On (B)(6) 2023, patient presented in the emergency room with shortness of breath and back pain. Intracardiac echocardiography (ice) imaging showed that the occluder was completely dislodged from the implant site and was in the aorta. A transcatheter retrieval was attempted but failed. An open surgery was scheduled to surgically explant the device. The patient required a prolonged hospitalization due to this event. The physician believed that a potential cause of embolization was a sizing error. The patient was reported as stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that on (B)(6) 2022, a patient was implanted with a 30-25mm amplatzer talisman patent foramen ovale occluder. On (B)(6) 2023, patient presented in the emergency room with shortness of breath and back pain. Intracardiac echocardiography (ice) imaging, showed the occluder was completely dislodge from the implant site. The device was found in aorta. The physician mentioned the cause of embolization was missed anatomy. A transcatheter retrieval was attempted, but failed and a open surgery is scheduled. The patient required a prolonged hospitalization due to this event. The patient was reported as stable.